Event description:
It was learned via the patient registry that a 23mm 2700tfx pericardial aortic valve was explanted after an implant duration of four (4) years, two (2) months due to unknown reasons. The explanted valve was replaced with another 23mm 2700tfx pericardial valve.

Event description:
It was learned via the patient registry that a 23mm 2700tfx pericardial aortic valve was explanted after an implant duration of four (4) years, two (2) months due to severe aortic insufficiency and stenosis. The explanted valve was replaced with another 23mm 2700tfx pericardial valve. The patient was transported to the open heart recovery room instable condition. The patient was discharged home on pod #8 in stable condition.

Manufacturer narrative:
Updated: b4, b5, b7, f10, g4, h6. H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not requested for evaluation as the surgeon indicated that the redo valve replacement procedure was no due to a deficiency in the explanted surgical valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.